Event description:
It was reported paresthesia immediately after the implantation that led to a dental implant explantation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. We will continue to track and monitor the trend.